Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing. The customer¿s blood glucose level was 314 mg/dl. The customer reported that they were inserting the sensor when needle broke off. The customer reported that the introducer needle was not fractured in the body. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used. Unable to confirm packaging anomaly due to no original box returned. No needle returned.